Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument in question on (B)(6) 2017, and determined that there were no associated errors or warnings on the instrument event log during the blood sample processing.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen, when tested on a galileo echo.